Manufacturer narrative:
It was reported that the syringe was in use and was leaking. 10cc syringes are leaking around the luer lock. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Syringe was in use and was leaking. 10cc syringes are leaking around the luer lock.